Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the affected common compute controller (ccc) to resolved the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The error was confirmed during a system logs review. The ccc was visually inspected, where no issues were found. The unit was taken to a programming station where persist logs were attempted to be pulled. Once the unit was powered on, it was unable to connect, which prevented persist logs from being pulled. The unit was then installed on a known good testing equipment and powered on, where again the board could not be seen. A console is not connected image was displayed on the vision side cart (vsc) upper monitor, and the ccc could not be seen. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that prior to starting ¿ pre anesthesia of a da vinci assisted surgical procedure, the operation room (or) staff contacted the technical support engineer (tse) and reported the surgeon's console was not responding when powering on the system. The caller stated the power button was blinking blue and a message saying to connect the blue fiber cable to the tower was presented. The tse walked caller through a hard power cycle and a backup blue fiber cable with no change. Error 32321 was present. The customer does not have another dv5 console to swap out with. The procedure was aborted -post anesthesia.